Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported sensor reading and blood glucose reading discrepancy. Customer stated that blood glucose reading was 45 mg/dl and sensor reading was 109 mg/dl. Customer stated she had low glucose and was unconscious and treated with food and soda and took reading it was 38 mg/dl. Customer stated did not need medical attention. And in one occasion the blood glucose was 146 mg/dl and felt going low and treated with glucose tablets and checked blood glucose was 65 mg/dl. Troubleshooting was done. Customer's blood glucose was 38mg/dl. Customer has been experiencing low blood glucose and stated treating with 20g of glucose tablets. Latest blood glucose was 66 mg/dl and customer not feeling well. Customer declined to troubleshoot. No further information provided.